Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right atrial (ra) lead was explanted as it was dislodged and during reposition attempt it exhibited helix extension and retraction issues. No additional adverse patient effects were reported.